Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp)and several shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) episodes. No additional adverse patient effects were reported.